Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/09/2014. Retain product was tested and functioning according to specification. Return product was not available for investigation. Retained cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. T (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots w14050, p14085b, p14088, p14121 or p14136a. The customer did not provide cartridge lot used in testing, however cartridge distribution records has identified that the following cartridge lots were shipped to the customer who alleged the discrepancy. Lot number, date shipped, expiration date, manufacture date: p14088, 06/08/2014, 10/28/2014, 03/29/2014; p14121, 06/11/2014, 11/28/2014, 05/01/2014; p14136a, 08/03/2014, 12/14/2014, 05/16/2014; p14085b, 07/08/2014, 10/14/2014, 03/26/2014; w14050, 05/04/2014, 09/14/2014 , 02/192014. Assessment: based on the initial I-stat positive result and then a report of negative results (values not provided) and the limited patient and product information, there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On 08/19/2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result. The customer reported the I-stat generated a positive result of 0.39, and the next two subsequent runs were both negative. The customer did not provide any information with regards to the lot number, test date/time, and repeated test results. There was no additional patient information available at the time of this report. There is no return product available for investigation. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(4)).